Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. Visual inspection: a eptfe graft with packaging and labeling was returned. The graft segment was bloody. Blue lines and carbon lining were identified on the segment which confirms that this is a bard graft. The segment measured approximately 32.0cm in length. The end of the graft appeared trimmed with a serrated edge on the cut side. No tears and/or rips were noted on this segment. Functional testing: the returned segment was stored in formalin, compromising the integrity of the graft. Therefore, functional testing could not be performed due to sample condition. Dimensional evaluation: the length of the segment was measure to be 32.0 cm (spec. 70cm +5/-0cm). The length of the graft was not measured to be within specification. Approximately 38 cm of the graft was not returned for evaluation. However, it is unknown whether the graft portions had been trimmed and the remaining portion may have been discarded. Medical records review: medical records were not provided. Image/photo review: image/photo review were not provided. Conclusion: the complaint investigation is inconclusive for graft leak due to microperforations, as the returned device was allegedly a lot sample and no holes or tears were noted in the returned segment. Additionally, the returned sample was stored in formalin compromising the integrity of the graft. Therefore, functional testing of the device could not be performed. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. Avoid repeated or excessive clamping at the same location on the graft. If clamping is necessary, use only atraumatic or appropriate vascular smooth jawed clamps to avoid damage to the graft wall. Exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft¿s hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary. Avoid excessive graft manipulation after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft, or fill the graft with fluid prior to pulling it through the tunnel as loss of the graft¿s hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a first graft was installed and presented microperforations, so it was removed. A second graft was installed and also presented microperforations, it was removed as well. The procedure was not finished and a new procedure was scheduled for another day.